Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and customer¿s blood glucose reading showed as high with specific value unknown. There was no reported information regarding any long-term impact to the customer¿s blood glucose level. Customer treated high blood glucose with correction injection using multiple daily injections, planned to use multiple daily injections as backup insulin therapy, and did not require emergency assistance, while technical support walked customer through unsuccessful troubleshooting, arranged shipment of replacement pump with updated software, confirmed shipping details, and instructed customer to allow battery to fully deplete, return malfunctioning pump within specified time frame, and then program pump settings and reconnect continuous glucose monitor on replacement pump.